Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a device's display screen was blank while the pump made an audible sound upon battery insertion. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: black box and alarm history review showed multiple consecutive call service alarms on (B)(6) 2013 occurring after a "rewind" operation. The pump booted up to the proper screen when powered on the pump¿s cover was removed and no intermittent condition or damage was found to the display circuit. The related call service alarms were viewed in the device's history, but the complaint could not be duplicated with testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.